Event description:
It was reported that the surgeon experienced the suture breaking on the device while tightening the knot. The knot had not been fully tightened before the suture broke. The issue caused a delay of approximately 5-10 minutes. The suture were cut free and both t's remain in the patient. A back-up device was used to complete the procedure. No patient injury or complications were.